Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 08:42:52 on (B)(6) 2024. At 21:09:40, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact and intermittent cardiac activity. At 21:10:56, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact and intermittent cardiac activity. The device was shut down at 22:53:59 on 7/29/2024.